Event description:
It was reported that the inner sheath had chip on beak of its distal end. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, reported issue is caused by a component failure and the cause of the damage is considered to be overloading or deterioration over time. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.